Manufacturer narrative:
Microwave ablation of focal hepatic malignancies regardless of size: a 9-year retrospective study of 64 patients source european journal of radiology. 84 (8) (1083¿1090), 2015. Article number: 97. Date of publication: 27 feb 2015. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source performed from december 2003 to may 2012 , after being treated with microwave ablation for single, focal hepatic malignancies, patient suffered from pneumothorax, pneumonia and urinary tract infection, nausea, skin burn, somnolence and pre-syncope.